Event description:
Device has been explanted.

Event description:
Patient reported a right side rupture and exchange due to concerns with the product. "Calcifications with benign aspect" and "oval nodule, isoechogenic and circumscribed" not device related. Device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: anxiety-product/procedure: unable to observe since it is not related to the device. Calcification: no observed. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported a right side rupture and exchange due to concerns with the product. "Calcifications with benign aspect" and "oval nodule, isoechogenic and circumscribed" not device related. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.